Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported problems with sound quality and pain. The sound, since activation has been static and tinny. The recipient hit her head quite hard a few months prior, but the problems with sound started long before this incident. Whilst taking the measurements the audiologist heard a clicking noise, not audible to the user. The clicking occurred when applying pressure to the coil and has been present since activation. Pain was present in the last 2-3 months of 2019 regardless of use of the device. The position of the implant seems to have moved gradually since implantation. At the most recent appointment, the coil had shifted more anteriorly. Hearing is better when pressure is applied over the coil.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced temporary pain at the implant site which was most likely caused by a migration of the implant from its intended position. In addition sound quality issues and ticking/clicking sound were reported, which spontaneously resolved by a further migration of the implant housing. The recipient will be monitored by the clinic.

Event description:
The user reported problems with sound quality and pain. The sound, since activation has been static and tinny. The recipient hit her head quite hard a few months prior, but the problems with sound started long before this incident. Pain was present in the last 2-3 months of 2019 regardless of use of the device. The position of the implant seems to have moved gradually since implantation. At the most recent appointment, the coil had shifted more anteriorly. Hearing is better when pressure is applied over the coil. The device was fixated with dissolvable sutures. A groove instead of pin holes was drilled. According to new information received on the february 29, 2020 the user is no longer experiencing pain or clicking since the last movement of the implant housing in january 2020. The surgeon has recommended a non-surgical management.